Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she experienced "nothing but problems since". She is also experiencing swelling, edema, and blurred near vision bilaterally. She had received three injections to help reduce the swelling. She stated the physician told her she had a reaction to her surgery. She has followed up with the implanting surgeon and a retinal specialist. The surgeon reported to the consumer that both iols look good and are centered. Both iol's remain implanted. In a follow up, the surgeon reported that the consumer was also treated postoperatively with medication. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 07/08/2014. (B)(4). This report was mailed to FDA on: 07/23/2014. (B)(4)